Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a drop in pacing impedance out of range in the right ventricular (rv) lead. The lead remains in service. The lead remains in service. No adverse patient effects were reported.